Event description:
During follow-up, high threshold and a low sensing amplitude were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the rv lead was dislocated. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events were for inadequate capture threshold, sensing r-wave amplitude variation, and lead dislodgement. Inadequate capture threshold and sensing r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The measured full helix extension length was within specification.